Manufacturer narrative:
(B)(4).

Event description:
The two stents implanted in the lad and circumflex are unknown (manufacturer/upn) however angio revealed that they were widely patent. The 3.5x16mm taxus element is implanted in the rca,

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the 3.5x16mm taxus element stent implanted in the circumflex was widely patent.

Manufacturer narrative:
Device is a combination product.device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
It was reported that following a stenting treatment procedure, patient experienced cardiac chest pain. In (B)(6) 2011, due to a positive stress test, acute coronary syndrome with electrocardiogram changes and post st segment elevation myocardial infarction without recurrent ischemia, the patient underwent coronary intervention. The target lesion was located in the proximal right coronary artery (rca). A 3.5x16mm taxus element stent was implanted resulting in 0% residual stenosis and timi 3 flow. In (B)(6) 2012, the patient experienced cardiac pain and underwent hospitalization for an elective coronary angiogram. Coronary angiogram, ECG, and laboratory results were normal. It was decided the best course of treatment was optimization of anti-anginal medications. No further patient complications were reported.